Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cause of the phenomenon of "no image¿ occurred due to failure of the video connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera video system center had no image. The issue was found during preparation for use in a gastroscopy procedure. The diagnostic procedure was completed with no delay using a similar device and the patient was not under sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. No image was displayed due to defective video cable connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.